Event description:
It has been reported that one bd¿ 22g x1.00in (0.9 x 25 mm) insyte autoguard has been found containing air in the line during use. The following has been provided by the initial reporter: after catheter placement, air got mixed from the catheter adopter.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs provided. Bd received one used catheter adapter assembly. No packaging was present. Three photographs were also submitted which revealed the adapter and catheter assembly, the luer end of the adapter and the inside of the luer adapter. Through the visual inspection of the luer damage was present. A test was performed to check for air bubbles or air in line. No air bubbles or obstructions were identified in the catheter or syringe. The syringe was flushed, and no air bubbles were observed in the unit. Further leak testing was performed. Compressed air at 8 psi was connected to the end of the adapter/tubing and the part was submerged in water to determine if leakage was present. Leakage was observed near the point of damage. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ 22g x1.00in (0.9 x 25 mm) insyte autoguard has been found containing air in the line during use. The following has been provided by the initial reporter: after catheter placement, air got mixed from the catheter adopter.